Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast prosthesis implantation surgery with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered a left breast implant slow leak, post-procedure. The deflation has not been confirmed by a doctor yet, however, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On april 13, 2021, mentor received additional information indicating that the suspect medical device was found to be not deflated upon removal. The patient underwent removal only and the device will not be returned. Manufacturer¿s reference number: (B)(4).